Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 ¿sensor failed¿ alert while away from home and, after returning, required assistance pairing a new dexcom g7 to the ilet; the sensor was placed into warmup and a fingerstick value was used for dosing during the gap, after which ilet resumed automated insulin delivery and a high glucose alert was reported. Symptoms included feeling okay. Outcomes included hyperglycemia with glucose reported as ¿high¿ and out of range for approximately five hours, without need for outside assistance or medical intervention. Investigation included a review of product performance and user report, along with troubleshooting and education to re-establish cgm connectivity and resume insulin delivery. Investigation of this case revealed a nonconforming cgm sensor performance leading to loss of glucose values on the ilet and resultant hyperglycemia, with the ilet device alerting appropriately and functioning as designed once a new sensor was paired. It was concluded, based on previously established findings for similar reports, that the cause was unclear.